Manufacturer narrative:
Patient's age: the initial medwatch report was blank. The initial medwatch report should indicate: (B)(6) years. Patient's sex: the initial medwatch report was blank. The initial medwatch report should indicate: female. Date of event: the initial medwatch report indicates (B)(6) 2017. The initial medwatch report should indicated 04/08/2017. Physio-control evaluated the device but could not verify the reported issue. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. Physio-control evaluated the device but could not duplicate the reported issue. From the downloaded electronic records it was verified that the device had powered off multiple times. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had powered off spontaneously during use. It was not reported if there was patient use associated with the reported event.